Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that the head nurse in the post-operative intensive care unit has reported to me that, whilst preparing a 100mg syringe of morphine, a whitish deposit immediately appeared at the seal. Other syringes containing the same product were prepared on the same day and nothing unusual was observed. The syringe used is a bd 50ml ll syringe, reference (B)(4). Following a restocking, the batch in their drawer is 2602044, but I cannot confirm that this is the batch used when preparing the syringe. The medicine used in the syringe is 100mg morphine from aguettant diluted with a 0.9% nacl solution. As a precaution, the syringe was not used. Have you ever encountered this sort of problem? Is this deposit a contraindication to administering the solution?